Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a philips holter monitor was being used via lifewatch services and when the physician reviewed the ECG strips, it was not the correct patient. The report provided via lifewatch services did not have any atrial fibrillation noted when the primary reason for the holter for this patient was atrial fibrillation. The physician noted the error and did not offer any treatment to the patient based on the incorrect report. Lifewatch services was notified by the customer and sent a corrected report that had the atrial fibrillation noted. Note that as of the time of this report, the correct philips holter product number is not known. Additional information has been requested of the customer. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.